Manufacturer narrative:
Approximate age of device - 7 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a suspected wire compromise within the percutaneous lead. The white silicone jacket was reported to be disconnected from the metal percutaneous lead connector, exposing the wires within the percutaneous lead. The log files were sent to the manufacturer and an onsite clamshell repair was scheduled. Prior to the clamshell repair, the patient reportedly had a red heart alarm with the pump speed decreasing to 0 rpm. A review of the submitted log file data confirmed the reported events. A clamshell repair was performed and no further alarms were reported after the clamshell repair. The information provided indicated that the patient remained asymptomatic and was unaware that a pump stoppage had occurred. The patient was discharged home. No additional information was provided.

Manufacturer narrative:
The device was evaluated onsite. The patient remains ongoing with the implanted device and no further complaints have been reported following the clamshell repair. The report of red heart alarms and pump stoppages was confirmed through the evaluation of the system controller log file provided by the health care facility. However, a root cause for these events could not be conclusively be determined. The report of separation of the driveline distal-end bend relief from the metal connector was confirmed through an onsite evaluation performed by a representative from the manufacturer¿s technical services team. Separation of the driveline's silicone sleeve has been investigated through the corrective and preventative action process and it was determined that sufficient side loading applied onto the silicone sleeve while it is connected to the system controller can contribute to a separation of the silicone sleeve from the nipple of the metal connector. As part of the corrective and preventative action plan, improvements were made to the driveline design to improve clinical durability and a clamshell repair kit was developed to reinforce the distal end of the metal connector in the event of a separation. A review of the relevant sections of the device history records for the device revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.